Event description:
It was reported by the patient that the water vapor therapy procedure was painful. The procedure did not eliminate the patients existing condition, and that he developed an urinary tract infection (uti) post procedure. No further information was provided.

Manufacturer narrative:
B3. Date of event. The date of the event is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record: a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary tract infection and pain were found ot be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Date of event. The date of the event is unknown.

Event description:
It was reported by the patient that the water vapor therapy procedure was painful. The procedure did not eliminate the patients existing condition, and that he developed an urinary tract infection (uti) post procedure. No further information was provided.